Manufacturer narrative:
The underlying cause could not be determined however the issue was confirmed for the motor drift. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The dealer stated that the user call him and said that the foot motor on the bed is gliding down by itself with no power applied to the actuator.